Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 127 mg/dl on their blood glucose meter. The consumer reported ten minutes later, he had a car accident. The paramedics took a reading on their meter, getting a result of 27 mg/dl. It was found during the call, the consumer stores his test strips in the kitchen against our directions of use. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.